Manufacturer narrative:
Two photos were provided showing two sets with a crack on the female luers. Received two used mc33213 smallbore pressure infusion ext sets for inspection. A crack was observed on the female luer of each set. The reported complaint of leakage was confirmed due to the cracks found. The probable cause is due to a material issue on a vendor supplied part. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Section e (full) phone number: (B)(6).

Event description:
The reported issue occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The report stated that they used a flush syringe to test the failure and diagnosed what appears to be a crack in the female luer connector. There was no report of any human harm.